Event description:
The lead device was received for product analysis on 12/17/2014. Analysis is underway but has not been completed to date.

Manufacturer narrative:
.

Manufacturer narrative:
Corrected data, initial MDR inadvertently stated incorrect age and date of event.

Event description:
Product analysis for the explanted lead was completed and approved. A portion of the electrode array was not returned for analysis, therefore an evaluation and resulting commentary cannot be made on that portion of the lead. Other than typical wear and explant related observations, no anomalies were identified in the returned lead portion.

Event description:
It was reported that the physician is unable to increase the patient's device output current above 0.25ma because the patient coughs. The physician believes the generator is faulty. Clinic notes dated (B)(6) 2014 noted that the lead wire most likely needs to be repositioned. The notes mention that the patient's generator was replaced and the lead wire repositioned in 2013 and that since this surgery, the patient has been unable to tolerate previous vns settings and even at low settings he has severe coughing. The patient¿s device was increased to 0.5 ma, but he coughed non-stop and the previous parameters were reprogrammed. The notes indicate that the current vns problem is likely related to the location of the lead wire in his neck. The physician recommends repositioning or replacing the lead wire. Clinic notes dated (B)(6) 2014 note that the patient has had consistent challenges with attempts to increase his vns settings in the past. When an attempt was made, post vns surgery in december, to program the device to previous vns settings, the patient was unable to tolerate these settings. He developed an electrical type pain in the left side of his neck and throat, transient inability to speak, palpitations, and tremors, likely attributed to by anxiety. The device was temporarily programmed off and then the output current was programmed back on at 0.25 ma. The patient has no issues tolerating these lower settings. At 0.25 ma, the patient is unable to sense activation of the device. It was also mentioned that chest/neck x-rays were taken to rule out the possibility of a lead fracture. There was some mild coiling in the neck on the left site as expected and no clear abnormalities were identified. The patient underwent generator replacement surgery. Device diagnostics were within normal limits. The explanted generator was received for analysis. Analysis is underway, but has not been completed to date.

Event description:
It was reported that the patient was scheduled for lead revision. The surgeon confirmed that lead replacement was not performed on (B)(6) 2013 and that more strain relief was added. The patient underwent lead replacement surgery. The existing generator was left in place. Device diagnostics were within normal limits (1107 ohms). The explanted lead is expected to be returned for analysis, but has not been received to date. Analysis of the generator was completed on 11/12/2014. A comprehensive automated electrical evaluation showed that the pulse generator performed according to functional specifications. There were no performance or any other type of adverse conditions found with the pulse generator.